Manufacturer narrative:
Device evaluation summary: the device was returned for analysis, and a visual examination was performed. The received balloon was noted to be discolored, as the shell was brown and green in appearance. Two large tears were noted on the shell, and it appeared as though not all of the device was returned. The center patch was cut away from the shell and returned separately. A valve test was not feasible as the device was received in two pieces, and a portion of the slit valve was not returned. Under microscopic analysis, where the slit valve was separated, the end of the slit valve was noted to have striated-edges, consistent with damage from a removal tool. Also under microscopic analysis, the edges of the separated center patch were noted to be striated, and consistent with surgical damage. An air leak test was not feasible due to the condition of the received device. Under microscopic analysis, the apparent origination point of both tears were noted be striated, and consistent with surgical damage and device removal activities. Eleven additional openings were noted on the shell, each opening measuring approximately 0.25 of an inch in length, all had striated openings, consistent with damage from surgical tools. The shell appeared to be degraded, with approximately 90% of the surface covered with white and yellow particulate matter.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: -gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. - abdominal or back pain, either steady or cyclic.

Event description:
Reported as: a patient had the orbera intragastric balloon placed, and after a period, "patient complains of abdominal pain." Endoscopy confirmed balloon hyper-insufflated. The device was removed.